Event description:
Reference MDR #2242445-2010-00069 for the first event involving the same pt. It was reported via a call from the hospital purchasing department that a wedge pressure catheter ruptured in a pt. The cath lab manager wanted immediate response. The sales rep spoke to a staff member who was involved in the case. The technician stated that there was no problem with insertion. The device was pretested by inflating before inserting into the pt. The technician also stated that they used air, not co2 and they used the syringe in the kit. As a result of the balloon rupture, the md did not perform a right heart catheterization on this pt. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no delay in therapy. The pt outcome is listed as no complications. Additional info received on (B)(6) 2010 from the sales rep stated that "I spoke with the staff member involved in the case. He stated he used the syringe in the kit and when I asked him how much he inflated, he did not give me a direct answer. I pointed out that the syringe in the kit is 1.10 cc and the IFU (instructions for use) states for this size, max inflation capacity of .75 cc." The sales rep also discussed with the cath lab technician that "the syringe in the kit is a universal syringe used for several sizes of right heart catheters and the IFU states the inflation capacity to use for each one. The technician stated that they use several cases of this product each month."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.